Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high, out-of-range shock impedance measurements. The ICD and lead remain in service at this time. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high, out-of-range shock impedance measurements. The ICD and lead remain in service at this time. The patient will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported.